Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The instrument was received with disrupted timing and no observed damage to the reloads. Functional testing was unable to be performed due to the disrupted instrument timing. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic abdominal hernia repair procedure. The patient's medical history is recurrence in umbilical hernia. The tacking device was being used for mesh fixation. The first reload worked properly, but during the application of the second reload, heard an irregular sound. As if the gear was locked and there wasn't a tack on the wall. Tried to change the reload but could not do that. There was difficulties with loading the reload onto the handle. The reload was securely fastened onto the shaft. There was no difficulty in pressing the "push to reload" button but there was difficulty in navigation the lock and unlock button. After the loading issues were experienced, the reload was not used in the patient. In order to resolve the issue and complete the case, finished the fixation by using another device. There was no patient harm. The patient status is alive, no injury.